Manufacturer narrative:
(B)(4). At this time the customer will not be returning the set for eval. If the set is received, a follow-up report will be submitted.

Event description:
Customer reported a secondary medication of an antibiotic back flowed into the primary saline infusion bag. The biomed tested the set and found the check valve faulty. A set from the same lot was tested and it worked fine. The set was misplaced by the customer and not returned for failure investigation. No additional info was available.